Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and an alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's blower motor and internal battery need replaced to address the issues.